Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred due to user handling the device. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, the olympus demo device received by the facility for an ultrasound project was found to have multiple issues at receipt inspection. The ultrasound transducer of the device was damaged. Dirt was observed behind the elevator cable. Glue was found to be missing. There is no patient involvement.

Manufacturer narrative:
A CAPA has been opened for this event and an investigation is being conducted for the event of the demo device being sent to a facility with issues. It is likely the outgoing inspection has not been performed and that the cleaning disinfection sterilization (cds) processes were not followed or were performed incorrectly. Mandatory inspection reports were not provided with this demo device. The device has been returned and evaluated. Upon inspection, it was observed that there is presence of corrosion and white residue at the suction cylinder and forceps raiser, white residue at the auxiliary port, corrosion at the body from the distal end unit, all channels are wet, surface of the acoustic lens is damaged, and glue (ke45) solved from the nozzle unit. An independent laboratory also performed an analysis on the materials found on the device with results as follows: the white residue at the suction cylinder are contaminated salt residues. On the stainless steel component, clear signs of grain boundary corrosion can be seen, especially in the areas where these coatings have chipped off. In addition, a hole was still observed. However, as this does not show the typical morphology of a corrosion hole, it could also be a manufacturing-related defect. An auxiliary port sample was not available, therefore the residue from another area of this part was performed. The residue was contaminated salt. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.